Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that at the one month follow up appointment, this right atrial (ra) lead was noted to have lost its slack and there was tension on the lead. Surgical intervention was performed, and the lead was successfully repositioned. Besides surgical intervention, there were no adverse patient effects. The lead remains implanted and in service.